Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint that slide switch is sticking due to faulty scope socket. Additionally, the main power switch stuck intermittently and lamp life meter is reading below 50 hours, but within range. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the b30 error is likely to have occurred due to temporary communication abnormality between clv-190 and the endoscope. The front panel blinked likely due to abnormality with scope detection function caused by faulty clv-190 socket. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that the button at the "12 o'clock" position was stuck and the led's on the front were blinking on/off. The problem, as reported to olympus, was identified during testing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. However, the device evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.